Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was two centimeters. Additionally, it was noted that the fluoroscopic image was unclear.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that a screw was placed at l4-5 initially with fluoromerge. However, after merging the accuracy was not so good. Four screws were inserted with fluoronavi. There was no problem with the x-rays but after the operation the l5 deviated. At a later date, the screw was inserted under fluoroscopy.